Event description:
Procedure type: low anterior resection. According to the reporter: the pt was under treatment for a gout attack at the time of surgery taking allopurinol and colchicine and was on tpn. The anastomosis was successful, and the surgeon confirmed two good donuts were produced. The staple line was checked (insufflated) and no leak observed. Four to five days post-operatively, a leak occurred as the pt's abdomen was distended and taut. On x-ray the bowel seemed obstructed and there was air around the anastomosis, albumin low. The pt was treated with antibiotics and steroids. The pt was returned to the or. A posterior leak was observed but the surgeon could not determine whether it was from the staple line or from 5mm away from the staple line. The surgeon defunctioned the bowel and a colostomy was performed. Bleeding was negligible and less than 250 cc. The pt condition is fine and has been discharged. The surgeon commented that he was not overly concerned that the instrument was the problem but rather the condition of the pt's tissue (fragile).

Manufacturer narrative:
Initial report sent: 12/09/08.